Event description:
It was reported thatthe 9800 system would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The pin connector was repaired. The generator interface board and the software upgrade was installed during the service call. The system was tested and found to be working as intended, and put back into service.